Manufacturer narrative:
Additional information and correction section g3: date received by manufacturer: in the initial report MFR #3012236936-2023-01303 the date was inadvertently reported as 4/28/2023, however the correct date is 4/26/2023. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics intraocular lens ( iol ) were unfolding when placed in the patient's eye one of the haptic was broken off, the iol was cut and removed and replaced and the incision enlarged slightly . A new lens was implanted into the patient eye without incident. The device is not available for investigation. No further information provided.

Manufacturer narrative:
Section a2, a3, a4, a5: information unknown/not provided. Section e1 telephone number : unknown / not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.